Event description:
It was reported that seven days after intubation, the pre-tested tracheal tube cuff was not properly inflated. The physician felt resistance. Replacement of the unit was required. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The lot/serial # was not provided. Therefore, no manufacturing date is available. No sample will be returned for investigation, as it was discarded at the hospital.